Event description:
Biomed reported a system including a pcu, 2 lvps and a pca module completely shut down while on a pt with no error code or screen message noted by the user. States she did a preliminary eval of the system and found that one pump module had a soft fault error code 13-1030-149, software communication to the logic board. The pt was very unstable prior to the event but the bp dropped further, which staff felt was likely due to the pt's underlying condition. Event was in (B)(6). Customer stated that no add'l pt or event details are available.

Manufacturer narrative:
(B)(4). The reported issue was confirmed and identified to be a channel disconnect event that was also duplicated during testing of the returned infusion system. The reported soft fault error code was also confirmed in the error logs, having occurred on (B)(6) 2013 on a concomitant device, and was found not to be associated with the reported pt event that occurred on (B)(6) 2013. Inspection of the devices found a considerable amount of contamination/corrosion on the pins of the iui connectors, especially the mated iui connectors between channel a (sn (B)(4)) and channel b (sn (B)(4)). Review of the device logs shows that during the reported event channel a experienced intermittent power interruptions which would induce channel disconnect alarm events while infusing, and stop the infusion as a result. During in-house testing channel a experienced intermittent power interruptions when physically manipulated, which induced channel disconnect alarm events and stopped the test infusions. The proximate cause for the channel disconnect is contaminated/corroded pins on the iui connectors. Either interfaced iui connector between the channel a and channel b pump modules could have been the source of the iui continuity intermittency that led to the reported event. The root cause for the contamination and corrosion is not known, but their received info is an indication of improvement needed in the cleaning and pm activities being performed.